Event description:
Reporter stated that family member of device user died. Reporter stated that device user had some troubleshooting (removing and reinserting batteries) for electronic error on device, and forgot to reset the device's clock. As a result, the device user was getting their basal rate at the wrong time. The device user had a hypoglycemic event and lost consciousness while caring for the family member. When the device user awoke, they discovered the family member was unresponsive (device user had probably fell on family member. Family member was in cardiac arrest and was put on life support, but later died. Device user reportedly delivered insulin bolus immediately prior to event (bolus was delivered after blood glucose was tested [result=-359 mg/dl]). Device user reported being unconscious for >4 hours (awoke with blood glucose of 34 mg/dl).